Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was nauseous and vomiting. The patient stated his cgm was reading around 130 mg/dl ¿all day¿. No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient¿s wife took him to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was over 400 mg/dl while the patient could not recall his cgm comparison value because he was ¿out of it¿. He was treated with IV insulin and discharged on (B)(6) 2025. The patient was doing ¿pretty good¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.